Event description:
Oxygen saturation on philips intellivue 70 monitor read 100%. Blood gas showed only 85% saturation. Adult o2 sensor (nellcor oximax) used in conjunction with philips monitor. Repeat blood gas showed o2 sat of 83% with philips monitor reading of 96%. Discovered by respiratory therapist reported to ICU director, changed to philips m1131a sensors next day.